Manufacturer narrative:
Microline surgical is awaiting return of the product so that an investigation may be performed.

Event description:
The tip of the laparoscopic grasper instrument broke during a normal procedure. A metal part of the instrument fractured, creating a risk that small metal fragments could have entered and remained in the patient's abdominal cavity. The broken tip was retrieved, and all pieces appeared to be accounted for.

Manufacturer narrative:
The device was returned, decontaminated, and subjected to a visual inspection. Upon evaluation, the complaint was confirmed due to the presence of a broken jaw. The manufacturing date of this device is from 2022. According to the renew reusable laparoscopic instrument tip instructions for use, the device is validated for 25 sterilization cycles,. The device's age suggests it may have exceeded its intended lifespan, potentially compromising material strength, particularly in the jaw slot area. Further visual inspection suggests that the failure may also be due to excessive force applied to the jaws. If the device is used in such a way that the jaws are fully opened and then forcefully engaged with tissue or another object, the applied stress may exceed the design tolerance. This can result in the crimp pin becoming the failure point, ultimately leading to breakage due to shear stress. The complaint is confirmed. The likely root cause of the jaw damage is a combination of the device's age, excessive force, potential overuse beyond validated reprocessing limits. This type of defect is not common. Microline will continue to monitor for similar occurrences. It is important to note that all devices undergo 100% final inspection for defects and damage prior to release. Therefore, it is unlikely that the device left microline in this condition.

Event description:
The tip of the laparoscopic grasper instrument broke during a normal procedure. A metal part of the instrument fractured, creating a risk that small metal fragments could have entered and remained in the patient's abdominal cavity. The broken tip was retrieved, and all pieces appeared to be accounted for.